Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the pain and stiffness leading to the revision reported in cannot be confirmed from the provided information but may have been the result of patient conditions, prosthesis wear of the patellar component over 9.5 years of implantation, or edge wear of the tibial insert secondary to bony overhang on the femoral side. A contributing factor to the revision may have been inclusion of the implanted polyethylene tibial insert in the packaging recall. However, the articular surface of the returned tibial insert appears unremarkable for prosthesis wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 9 years and 3 months post the initial left total knee arthroplasty, the patient presented to the surgeon's office with complaints of pain, swelling, and stiffness in their left knee. An examination was done and x-rays were performed and reviewed. The patient was scheduled for a left knee revision possible poly swap. The surgeon opened the knee joint, performed a synovectomy and removed any scar tissue. The surgeon then examined the implants, noting that the patella had substantial wear. An osteotome and poly removal tool were used to remove the poly. The implant showed to be broken and in pieces posteriorly. It showed delamination and pitting. The poly remnants were removed from the knee joint and the knee was irrigated well. Then attention was given to the metal femur and tibia implants, the surgeon used a tamp/ dis-impactor tool to check that the metal implants were well fixed, and they were. The surgeon then began trailing with the new poly and liked the 10mm size for the patient. The surgeon then removed the original patella implant using a saw, cleaned out the peg, and cleaned off the patella service to prepare the bone for a new patella implant. The size 32mm round patella was drilled and trailed. The knee was taken through rom and those implants were requested to be opened. The knee was irrigated and cleaned out well, the new 10mm poly implant was implanted and then the new 32mm round patella was cemented. The knee was closed and the patient left the operating room stable.